Event description:
Reporting status: serious injury- permanent damage. Reporting rationale: loose stent implanted in unintended site. Device issue: loose stent. It was reported that after pre-dilatation with a 2.5 x 13 powersail balloon, at the highly calcified iva, it was observed that the stent was dislodging from the xience stent delivery system (sds) before stent expansion. The stent was successfully expanded between the iva and the main trunk. A balloon was placed in the stent to be sure to impact the stent at the proximal iva. No additional event or patient information is available.